Manufacturer narrative:
A full analysis of the data logs has been performed and revealed that a known software anomaly was at the origin of the reported event : the arm connection failed due to a memory allocation issue that prevented its complete initialization. Consequently, the software asked to restart the application or shut down the computer. In order to solve the issue, the user had to shut down and reboot the computer several times. This software anomaly will be addressed through our design issues management process. B4: date of this report. G4: date received by manufacturer. H2: if follow-up, what type. H3: device evaluated by manufacturer. H6: event problem and evaluation codes. H10: additional narratives/data.

Event description:
Robot (B)(6) would not connect to the controller when trying to do contactless registration. The clinical representative (cr) pressed 'restart' when the error popped up and the controller still would not connect. The cr pressed 'shutdown' next when the error popped up and did a full shutdown with unplug for 10 seconds. When she restarted the controller would not connect. The third time he shut down and unplugged for a full minute and restarted and the controller connected.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
Robot bs18942 would not connect to the controller when trying to do contactless registration. The clinical representative (cr) pressed 'restart' when the error popped up and the controller still would not connect. The cr pressed 'shutdown' next when the error popped up and did a full shutdown with unplug for 10 seconds. When she restarted the controller would not connect. The third time he shut down and unplugged for a full minute and restarted and the controller connected.